Event description:
It was reported that prior to starting a da vinci-assisted simple prostatectomy surgical procedure, the system had error 23087 occur on the universal surgical manipulator (usm3). An intuitive surgical inc. (Isi) technical support engineer (tse) checked logs and found error pointing to axis 7 on usm 3. The tse found that this error was at least present since 09/09/24 but not reported before. Prior to the call, the customer power cycled the system, but the issue persisted. The tse advised that the system can only get used with 3 usms currently and surgeon was undecided if they will use the system for the current procedure. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: all da vinci ports, including the assist port, were placed before the problem was detected on that day. No answer is provided about whether the system functionality was checked when the system was turned on. The surgical team reported flashing yellow leds on usm 2, which they suspected was due to usm 2 not having enough space for initial homing. After the usm was repositioned, everything was fine. Technical support (dvstat) has been contacted for troubleshooting. Unfortunately, complete troubleshooting was not possible by simply making calls with the dvstat. Therefore, the responsible fse ordered the spare parts and carried out a replacement as soon as possible. No planned da vinci surgeries had to be postponed or canceled. Measures taken to resolve the reported issue/to continue the procedure included an appointment for the repair of the affected usm, which was agreed upon between fse and op coordination as soon as possible. To continue the operation robotically, usm 3 was brought into a congestion position towards the foot, and the operation was successfully completed with 3 usms. There was no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. .

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system and passed in normal mode. The usm was also tested on a functional test platform and failed the carriage friction test.